Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
1 of 2 events customer reporting false negative reaction during immediate spin crossmatch using mts buffered gel cards. According to customer, facility was performing correlation studies between tube method and mts buffered gel cards for immediate spin crossmatch. Stated patient was group b, rh positive. First crossmatch using 2 group a, rh negative donor units and crossmatch was positive as expected between the two methods (4+) or incompatible second crossmatch was performed using 2 group a, rh positive units and again positive (4+) or incompatible results were noted as expected. Third crossmatch was performed with 2 group ab, rh positive units and found weak positive in tube, but unexpected negative in gel method. Another donor unit of group ab, rh positive was cross-matched and customer claimed, saw it was expected incompatible (2+) using the is crossmatch in buffered gel cards. Testing performed using mts buffered gel cards lot # 091516004-01 exp(B)(6) 2017 mts diluent 2 . Customer stated daily qc testing was performed and acceptable. Issue started on (B)(6) 2017 reported (B)(6) 2017. Frequency: 2x. Methodology used: manual gel method . Test repeated: no. Cards /cassettes/ storage condition temperature: ok . Visual appearance before use: ok . Stored underneath direct light source: no. Customer repeated testing using different donors and crossmatch was incompatible as expected however, stated site was not able to retest the initial cross match with the first two group ab donors. Orthocare also discuss with customer that facility was using the incorrect diluent for is testing, but customer defended their site since facility did get positive reactions with other donors.